Manufacturer narrative:
Block h6: device code of 1536 captures the reportable event of capio carrier retraction problem. Block h10: an investigation of the returned capio slim device was performed. Visual analysis found that there were no issues observed with the cage and carrier. Also, there were no issues with the handle, shaft and curve needle driver at the distal end (head tip). The ten riveting pins were in place. Furthermore, the suture was not returned with the device. Functional analysis was performed by loading a deployment suture for testing into the carrier. The dart was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulled down and it was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. The functional test was repeated three times. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. After analysis, it was determined that the device did not present any visual issue and it worked as intended. It did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concluded that the most probable cause for the reported issue is no problem detected, since the device complaint or problem could not be confirmed.

Event description:
It was reported that to boston scientific corporation a capio slim device was used during a sacrospinous ligament fixation (sslf) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the capio cage was not catching the dart and the capio carrier failed to retract. The procedure was completed with another capio slim device. There were no patient complications as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that to boston scientific corporation a capio slim device was used during a sacrospinous ligament fixation (sslf) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the capio cage was not catching the dart and the capio carrier failed to retract. The procedure was completed with another capio slim device. There were no patient complications as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good.